Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump site reminders would intermittently not display messaging. In addition, it was reported that the customer experienced elevated blood glucose levels, value not provided. The customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer experienced elevated blood glucose levels, value not provided. The customer declined further troubleshooting with tandem technical support.